Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mycotic allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and adverse event ("symptoms nos"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia and adverse event outcome was unknown. The reporter considered adverse event and dyspareunia to be related to essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-feb-2019 for the following meddra preferred term: dyspareunia analysis in the global safety database revealed 173 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2017-01501) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mycotic allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and adverse event ("symptoms nos"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia and adverse event outcome was unknown. The reporter considered adverse event and dyspareunia to be related to essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-feb-2019 for the following meddra preferred term: dyspareunia analysis in the global safety database revealed 173 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.